Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the med room 1 aux 2.2 drawer was failing and required recovery each time a medication in that drawer was accessed. The drawer would open the cubie but then display a message indicating that the cubie had failed to open. In some instances, it required two recovery attempts for the same cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 was failed. A field service engineer removed all cubies and cleared debris from under the cubies and secured all connections and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.